Manufacturer narrative:
The lot number for the device was not provided, a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. The investigation is confirmed for the filter detachment and perforation of the inferior vena cava. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 2120f vena cava filter allegedly experienced detachment, perforation and tilt. The information was received from a single source. This malfunction involved one patient with no patient consequences. The male patient is (B)(6). Weight of the patient was not provided.